Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 5.2 inr and 5.3 inr on the coaguchek xs system. The patient was advised to go to the hospital, and a comparison lab returned as 3.5 inr. The patient was admitted to the emergency room (ER) due to an issue with his chest tube, which caused the customer to bleed. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.